Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins will not charge above 1/2 since last sunday pt stated he had been up to the hosp and saw a rep - pt does not recall why he was at the hospital or why he saw the rep - pt does not recall the reps first / last name - pt stated the rep told pt that his ins is coming up for replacement. Patient reported that the unit was 10 plus years old. Patient stated they were told by the rep that they still had battery life and to use it til it died and then have battery replaced. Patient stated the issue has not resolved and they have tried to recharge it several times but it would not.